Event description:
The patient reported that the system was removed due to an infection. Additional info has been requested from hcp, but was not available on the date of the report.

Manufacturer narrative:
.